Event description:
The customer reported in two different procedures, the distal cover fell off of the endoscope. The first patient event involved the olympus endoscope with distal cover was inserted without issues and it was noticed the clear cap started dislodging. It seemed to correct itself as it could not be seen anymore. After completing the procedure, upon withdrawal of the endoscope from the stomach, the distal cover was identified sitting in the patient's stomach. The physician had difficulty retrieving the distal cover while grasping with forceps and pulling it back up the esophagus. Eventually a thin part of the cap ripped and it had to be pushed back into the stomach. The physician needed to use a roth net and had some difficulty removing the distal cover. This patient was noted to have a narrow esophagus however the physician noted this should have not occurred. The second patient event happened approximately 1-2 months ago on an unknown date. While the physician was inserting the endoscope, the distal cover fell off and lodged in the posterior oropharynx. It is unknown how the distal cover was retrieved. The olympus area manager performed an in-service to all end users of the olympus endoscope and distal cover. After the in-service, there have not been any related incidents with the distal cover falling off of the endoscope. (B)(6), maj-2315 is for patient 1 with the distal cover falling off in the stomach requiring additional intervention to remove it. (B)(6), maj-2315 is for patient 2 with the distal cover lodging in the posterior oropharynx. This report is 2 of 2 for (B)(6), maj-2315 is for patient 2 with the distal cover lodging in the posterior oropharynx.